Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient is experiencing difficulty breathing/shortness of breath while using the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on nov 29, 2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging the patient is experiencing difficulty breathing/shortness of breath while using the device related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they were able to confirm the device powered on and provided airflow. The manufacturer inspected the device, observed an unknown dust contaminant on the top enclosure, front panel, rear panel, bottom enclosure, blower, blower seal, and blower box, keratin-like contamination was observed around the blower output seal. They were able to confirm the presence for degraded sound abatement foam residue in the blower box. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The manufacturer concludes that they were not able to confirm the customer complaint or directly address the patients symptoms. There was evidence of sound abatement foam degradation. Sections d8, d9, h2, h3, h6 has been updated in this report.